Event description:
Mammosite balloon catheter was noted to be leaking and had to be replaced with a new one.

Event description:
The device was not returned to proxima for eval; however, proxima spoke with the sales rep who was present during the event. The rep reported that the mammosite balloon was leaking and the device had deflated. Contrast media in the cavity gave the appearance that the balloon was inflated; therefore, the physician attempted to unsuccessfully "deflate" the balloon. The physician removed the suspect device from the lumpectomy cavity. The rep visually observed a "lip and notch" failure mode on the deflated balloon. Based on proxima's experience, this failure mode is characteristic with interaction of the balloon with a sharp or rough object.